Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:. Evidence of loss of prime is showed with loss of prime due low non zero force warnings in the black box. ¿ez-prime¿ steps were performed correctly, warning occurred during the investigation, unable to verify alll steps and to adequately investigate reported ¿loss of prime¿ complaint due the missing bolus button. The pump¿s cover was removed, no intermittent condition was found. Unrelated to the complaint, the bolus button cover and its slug contact are detached and missing; the display contrast is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).